Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The machine¿s alarms of level sensor errors and system pressure high which followed a centrifuge pause command could be indicative of a partially occluded line or air trapped in the set. If there is excessive froth or foam in the reserve the system is designed so that air can flow to the vent bag. The lab analysis of the sample aliquot that was taken from the vent bag and vent bag tubing revealed a sizable signal of rbc content still suspended in the supernatant even after extended-spin preparation. It is not known how much of the plasma-free hemoglobin (pfh) measured was from free hemoglobin already released to the sample vs. The additional amount potentially freed when the preparation procedures lysed the rbc¿s/rbc fragments and released any pfh they may have contained even after extended-spin preparation. The high concentration of suspended material that remained in the sample following extensive centrifugation could be cellular debris fragments, indicative of cellular damage that occurred to the sample. Though it is not certain how the debris originated in this case, it could have resulted from improper sample handling/shipping conditions since the set was not packed in ice during shipping. Therefore, it is impossible to determine what insults, if any, were imparted to the vent bag contents due to a trima machine malfunction vs. The subsequent sample handling/shipping conditions in the resultant hemolysis measurements upon the sample. Root cause: a definitive root cause for the customer¿s report of hemolysis could not be determined. Based on the rdf, machine inspection, kit inspection, and blood analysis, there are no indicators that could confirm or deny that hemolysis occurred during the procedure. It is possible that, but not limited to, a partially occluded line or air was trapped in the set following the centrifuge pause and contributed to the foamy reservoir. This is substantiated by the level sensor alarms and the system pressure high alarm. With a foamy reservoir it is possible for that to be transferred to the vent bag.

Manufacturer narrative:
Investigation: 44ml of anticoagulant (ac) was used with 30 ml going to the donor during the procedure. The customer believes that the alleged hemolysis was related to stopping the machine. They also acknowledged that the pink color of the fluid could also be related to a rbc spillover. They stated that the fluid in the plasma line of the tubing set was yellow. The customer returned a used disposable set containing blood for investigation. The set was not packed on ice upon receipt and it was noted that fluid had circulated throughout the entire set. A sample aliquot was taken from the vent bag and vent bag tubing line for analysis. The set was also visually inspected for kinks, occlusions, missing parts, misassembly and leaks and none were found. The trima machine was removed from service so service could be performed on the machine. The terumo bct service technician found an issue with the door latch, which is likely related to the clunking noise reported by the customer. The machine was repaired and returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of a double red blood cell (rbc) collection procedure, they heard a clunking noise in the centrifuge. The operator stopped the centrifuge twice and checked the loading of the disposable set but found nothing wrong. They resumed the procedure and received a 'centrifuge pressure high' alert. They then noticed that the ventbag had filled with bright pink frothy fluid that they described as hemolysis. No testing was performed to confirm the alleged hemolysis. The procedure was discontinued and rinseback to the patient was not performed. Per the customer the donor is fine. Full patient (donor) identifier: (B)(6).